Event description:
Since the second deep brain stimulator was paced there had been 'interference with stimulation' when both deep brain stimulators were on, versus when they are off. It was reported that the interference was between the two pulse generators and not the leads. The patient felt his stimulation parameters were too high. No patient symptoms were reported. Device registration system indices a new deep brain stimulator was implanted a week after the original complaint. Please see MFR. Report # 600032200805344

Manufacturer narrative:
For interference with stimulation.